Event description:
It was reported that the customer experienced unexplained high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was unknown. The customer stated that the insulin pump had not been informing her of no delivery events until she sat down and changed the infusion set out. She stated that she connected to the insulin pump, performed a prime procedure, and that was when the insulin pump alarmed no delivery. However, she stated that after rewinding a few times, the device seemed to be working. She advised that she would consult her doctor before doing anything further. She declined further troubleshooting at this point, stating that she would call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.